Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0865 inches. No unexpected occlusions or insulin flow blocked alarm during testing noted. All boluses delivered properly. No delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was alleging possible under delivery. Customer¿s blood glucose level was 447 mg/dl. Customer treated high blood glucose level with manual injection. The customer alleges pump was under delivering because insulin flow blocked while filling tubing two times. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high pressure test. Customer reported they have not contacted their health care professional regarding the high blood glucose. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.